Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined that the reported tip detachment likely occurred due to inadvertent mishandling. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during removal of the supera stent delivery system (sds) from the packaging, the technician pulled on the white tip which separated the tip from the delivery catheter. The device could not be used on the patient. A new supera sds was used successfully on the patient to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.